Event description:
During a review of the pt's programming history, it was found that the pt's generator settings were changed to unintended settings due to a faulted system diagnostic test on (B) (6)2005, which was the day of the pt's implant surgery. No final interrogation was performed on (B) (6)2005 to verify settings. The pt's settings were changed back to intended settings on (B) (6)2005.

Manufacturer narrative:
Analysis of programming history.